Event description:
It was reported that the burr became stuck with the wire. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left crown. A 1.25mm rotalink burr and 330cm gw(5pk) flop rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. Furthermore, the guidewire could not cross the burr. The guidewire was snipped. The burr and rotawire devices were removed together as one unit from the patient and the procedure was completed with another of the same device. No patient injury was reported, and the patient was stable after the procedure.